Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection identified particulate matter in the fluid pathway. The cause of the condition was not determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. In order to further investigate and address this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a piece of plastic was observed inside of a pre-filled non-dehp fluid path intravia container (500 ml). The container contained 4000mg cyclophosphamide in 200ml normal saline. The reporter stated that when the container¿s administration port was punctured by a non-baxter adapter, the plastic fell into the container. Most of the solution was later administered to a patient with no issues noted. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.